Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their first implantable neurostimulator (ins) was taken out because it was shocking them intermittently. The patient stated that this was an issue since they were implanted on (B)(6) 2014. No further complications were reported or anticipated. Indication for use is gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no change that led to the shocking. It would, all of a sudden, feel as if they stuck their finger in an outlet on the right side of their abdomen. There were no steps taken to resolve the issue prior to the replacement.